Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased for further inspection. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to a fast draining battery. As a result, customer experienced a loss of consciousness, was unable to self-treat, and received third-party treatment of "sugar pods" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to a fast draining battery. As a result, customer experienced a loss of consciousness, was unable to self-treat, and received third-party treatment of "sugar pods" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.